Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1516119 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, assisted by his nurse, reported he had been receiving unspecified "high" readings from his adc blood glucose meter, which he believed to be right, and noted he is an insulin user. He further reported that "around (B)(6) 2016" he experienced a loss of consciousness, paramedics were called and he was transported to a hospital. At the hospital customer was given "some sugar to raise (his) blood sugar" and that he was hospitalized for 4-5 days. Customer also noted he had "passed out twice in the last month because the meter is giving the wrong readings". Customer declined to provide further information. There was no report of death or permanent injury associated with this event.